Manufacturer narrative:
(B)(4). Batch #: unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh25a lot number u40l3x and no non-conformances were identified.

Event description:
It was reported that the doctor performed a total gastrectomy for the patient, which required reconstruction of the esophagus and small intestine with the stapler. After firing to deal with the stoma noted some staples malformed with irregular shape. For the patient ¿ s safety, the physician changed a new device of the same product code and the procedure was successfully completed after the re-anastomosis. There was no patient consequence reported. No additional information can be provided.